Event description:
The spouse of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was not detecting inserted battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting battery packs) has been confirmed. Upon investigation the battery charger was resetting. The cause for the resets was isolated to contamination on the battery board and a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the contamination was ingress of an unk liquid. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted form the defective battery charger/modem. The pt received a replacement battery charger/modem.